Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been getting an alarm 113 (reduced water temperature control) in an arctic sun device. The patient did not seem to be cooling down. They have tried lowering the target temperature, but the alarm 113 was still occurring. Nurse provided s/n #(B)(6). Confirmed targeted temperature (tt) was 36c, but they had it lowered to 34c currently. The patient temperature (pt) was 37.5c and water temperature (wt) was 25.3c. Walked through accessing the diagnostics outlet monitor temperature (t1) was 25.3c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 1,772, and pump hours were 1,491. Informed nurse this device will need to go to biomed labelled not cooling, it appears to be a failed mixing pump. Informed nurse to swap to a new device. Per follow up information received via phone on 10mar2025, device received.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been getting an alarm 113 (reduced water temperature control) in an arctic sun device. The patient did not seem to be cooling down. They have tried lowering the target temperature, but the alarm 113 was still occurring. Nurse provided s/n #(B)(6). Confirmed targeted temperature (tt) was 36c, but they had it lowered to 34c currently. The patient temperature (pt) was 37.5c and water temperature (wt) was 25.3c. Walked through accessing the diagnostics outlet monitor temperature (t1) was 25.3c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 1,772, and pump hours were 1,491. Informed nurse this device will need to go to biomed labelled not cooling, it appears to be a failed mixing pump. Informed nurse to swap to a new device. Per follow up information received via phone on 10mar2025, device received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have been getting an alarm 113 (reduced water temperature control) in an arctic sun device. The patient did not seem to be cooling down. They have tried lowering the target temperature, but the alarm 113 was still occurring. Nurse provided s/n #dyyiy021. Confirmed targeted temperature (tt) was 36c, but they had it lowered to 34c currently. The patient temperature (pt) was 37.5c and water temperature (wt) was 25.3c. Walked through accessing the diagnostics outlet monitor temperature (t1) was 25.3c, outlet control temperature (t2) was 25.3c, inlet temperature (t3) was 25.3c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 1,772, and pump hours were 1,491. Informed nurse this device will need to go to biomed labelled not cooling, it appears to be a failed mixing pump. Informed nurse to swap to a new device.